Event description:
Per the clinic, the implant magnet was removed on (B)(6) 2025, due to the patient experienced an infection (site of infection not confirmed) and an extrusion of the receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.